Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline communication fault and driveline power fault alarms was confirmed via analysis of the log files; however, these alarms were not reproduced during testing of the returned heartmate 3 system controller (serial number: (B)(6)). The periodic log files contained events spanning from 06feb2022 to 15aug2022 per the timestamp. The log file captured multiple driveline power fault alarms that were associated with power a broken fault and power b broken fault and multiple driveline communication fault alarms that were associated with com a fault and com b fault from 06feb2022 at 12:28:13 to 11feb2022 at 13:27:35. The driveline power fault alarms activated due to the current sense on line a or line b dropping below the threshold amperage. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the noted events activated and resolved and the conditions that caused the alarms to activate and resolve cannot be conclusively determined from this log file. The event log files contained events spanning from 11feb2022 to 01nov2022 per the timestamp. The log file captured driveline communication fault, driveline power fault and loss of lvad communication fault alarms on (B)(6) 2022 at 14:02:52; the alarms resolved when the driveline was disconnected shortly after. The driveline was disconnected on (B)(6) 2022 at 14:03:52 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. There were no issues observed on the controller. The cause of the controller exchange could not be conclusively determined; however, it appears that the controller was exchanged to controller, serial number (B)(6). It was reported that a damaged modular cable was exchanged previously due to the reported alarms. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 17jan2022. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the pump stop. Driveline disconnect, driveline power fault and driveline communication fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that review of the log files revealed that the controller was disconnected from the patient on (B)(6) 2022 shortly after 13:27:35. The log file also captured driveline power fault and driveline communication alarms prior to the controller being disconnected. The log files did not show the driveline being reconnected to the controller.